Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that since implant, they have been hearing people's voices from inside their body. Caller stated that they can hear their parents' and brothers voices speaking to them from the implant battery and somebody hacked the implant. Caller also stated that they are being burned because the stimulation is too high and someone stole their controller and hacked it. Agent observed that the pt was very frantic, pt was swearing, and talking very fast. The pt asked for hcp phone number and said they would call the hcp. The patient was redirected to their healthcare provider to further address the issue.